Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
For the investigation the provided information and the logfile were analyzed. The described problem could be confirmed, the logfile analysis showed that on the date of the event the alarm "ventilator fail" was posted. The device stopped the ventilation temporarily as a precautionary measure against a detected negative ventilator cylinder pressure and a detected negative airway pressure (paw). A possible reason for the detected negative pressures is for example an external bronchial suction, however there was no confirmation provided by the user. Additionally a sticking auxiliary air valve which would cause pneumatic leakages and therefor a negative ventilator cylinder pressure is likely. This symptom is known in case of an improper cleaning procedure. The instructions for use provides cleaning recommendations. The fabius is equipped with integrated pressure-, volume- and o2-monitoring. An alarm will be generated if the measured value is out of adjusted alarm limits (insp pres not reach !!, apnea pressure !!!, apnea flow !!! Etc.). As per iec60601-2-13 (anesthetic workstations and their modules-particular requirements), additional monitoring of the concentration of co2 and anesthetic agent is required when the machine is in use. Also, a manual ventilation bag must be available for emergency use. The device was tested according to manufacturer's specification and returned into use. No further issues were reported. The number of similar cases, related to the same issue, is within the expected range of the respective risk assessment and thus accepted.